Event description:
As reported by the user facility: (B)(4), lot # 1l0307004m, 1 catheter, incident occurred sometime last week- clip did not engage when needle withdrawn- clip remained on needle shaft below needle bevel, exposing tip- no injury, no sample.

Manufacturer narrative:
Exemption number (B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report #(B)(4). A historical review of the customer complaint database, dating back one year revealed no other reports of this nature against p/n 4251130-02. There were no other reports of this nature against the reported lot # 8l0307004m. Since the actual catheter was not returned, a thorough investigation could not be done and no specific conclusion can be drawn. All available info was forwarded to the actual manufacture for further evaluation. If the sample is returned or if additional pertinent info becomes available, a follow up report will be filed.